Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2020-01199. Results: there was no physical damage noted on the exterior of the device. Conclusions: evaluation of the returned lightning was unable to confirm the reported complaint. The lightning functional testing showed that the unit operated as intended. When the tubing was occluded under aspiration, the indicator light began to flash yellow. Penumbra lightning is inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the inferior vena cava (ivc) and iliofemoral deep vein thrombosis (dvt) using a lightning aspiration tubing (lightning) and penumbra engine canister (canister). During the procedure, the lightning unit would not stop producing audible clicking sound. The physician disconnected the tubing from the catheter and occluded the tip with his finger in attempt to stop the audible clicking sound, but it did not stop. Therefore, the physician decided to swap the entire system. It should be noted that there was no issue or damage with the canister and the engine was at full aspiration with all four lights illuminated. The procedure was completed using a new lightning and canister. There was no report of an adverse effect to the patient.